Manufacturer narrative:
Correction - contact office address: (B)(4). A batch record review indicates no discrepancies. Pm logs were checked and all pm's were completed. Affected amount: 1pc. Aquacel wsf 1x45cm was manufactured under sap code 1700178 and manufacturing lot number 8d00695. Lot # 8d00695 was sterilized under lot 12093636 and released on review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released in compliance with sop-000801. The production process, in process testing and packaging of products was run in accordance with pi12-028 ver. 25.0 for sterile machine universal. Visual inspection was completed in accordance with tm-002 at the beginning of the order and then every hour following. No nonconformity was registered during the manufacturing process of lot 8d00695. This is the only complaint for the affected lot registered within tw 8.7 photographs were received and evaluated in accordance with wi-0359. The photographs confirm that this is a convatec product, the batch number and the complaint issue. The manufacturing process (universal) for this product has been moved to another unit in deeside. The machine is currently going through a complete overhaul and is going through the revalidation process. Should additional information become available, a follow up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial patient country: (B)(6). Hospital/trust name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4)

Event description:
It was reported one dressing was sealed with half the dressing in and half the dressing outside of the sterilized pouch. Photos depicting the reported complaint issue were provided by the complainant.